Event description:
Event occurred in brazil. Damaged haptic after implantation. Haptic externalization; haptic breakage during use. Broken haptic during use. Rod / plunger is overriding the optic. Trailing haptic does not fold as per IFU; product replaced with another lens immediately during surgery. Patient health not impacted. Patient has recovered and is fine. No permanent or negative impact on patient health expected. Cataract surgery. When the lens was injected, haptic part of the strap was amputated. The issue was detected while the product was in use, with patient contact, but without patient impact. The procedure was successfully completed using a replacement unit of iol. Iol was explanted on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.